Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n0053063, implanted: (B)(6) 2007, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had no symptoms because the pump had not yet been implanted; the issue occurred during the back table prime. The physician and manufacturer representative (rep) thought that the lights in the operating room (or) interfered with the telemetry. Once the rep reprogrammed the pump to minimum rate and then back to the bolus the issue was resolved and no further troubleshooting had to be performed. The patient was doing fine with the new pump.

Event description:
It was reported that pump memory error occurred during an update. The reporter was updating the pump for a back table prime of 0.199 ml when the error occurred. It was noted that the pump memory error put the pump in stopped pump mode. The reporter updated the pump again and put it back in simple continuous and was able to reprogram the .199ml bolus over 12 minutes. The reporter read the logs and ¿6 out of the 7 commands went through the first time.¿ it was noted that the reporter primed .199ml as back table prime instead of the recommended .3ml. The reporter was unable to read the pump at the time of the report as they are closing. The pump was used to deliver clonidine and morphine. Additional information has been requested, but was not available at this time.